Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and there was a setscrew mark on the terminal pin in the correct location. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead and pacemaker, the pacemaker was not providing pacing after the lead was inserted into the port. The pacemaker was manually programmed out of storage mode and then programmed to unipolar; the rv lead was then operating normally. The implant procedure was completed without any further issues. Post operative x-rays showed the helix was fully extended and the terminal pin was fully inserted into the device header. A couple of days later, the rv lead presented with high out of range pacing impedance measurements and loss of capture. It was believed that the rv lead had dislodged and a revision was performed. Several positions were tested and the rv lead was placed in a more apical position with good acute measurements on the pacing system analyzer (psa); however, the measurements changed to above 4,000 ohms on the psa when the suture sleeve of the lead was reattached. An attempt was made to reposition the lead again; however, it dislodged after it was placed in a new position. As a result, this rv lead was explanted and successfully replaced. The physician noted that the helix of the rv lead was in an extended position and could not be retracted. No additional adverse patient effects were reported. The pacemaker remains implanted and in service.